Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead alerts had triggered due to the right ventricular (rv) lead exhibiting low pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.